Manufacturer narrative:
Calibration signals were slightly lower than expected. Quality controls were within range prior to sample measurement. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of alarm trace data, there were numerous sample foam detection and sample clot detection alarms on the day of the event and days surrounding the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 188 ng/l and it repeated as 41.0 ng/l. A second sample collected from the patient resulted in a troponin t value of 36.2 ng/l.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The field service engineer replaced nozzles and cleaned a bath. The customer reported no further issues. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full name was provided as (B)(6).